Event description:
Pump declared a cartridge change error, and there was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to address the issue by inspecting and cleaning the cartridge and pneumatic tap areas, and successfully loaded the cartridge back onto the pump, allowing the resumption of insulin therapy.